Event description:
The infusion pump was rec'd at the baxter authorized service facility with a note indicating that during nitroglycerin infusion with channel one the pump was "running at wide open rate, not by setting." No add'l info was able to be rec'd. No pt injury was reported.